Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were noted on the device. No programming changes were made at this time. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to pseudo-pseudo fusion were noted on the device. The device will be monitored. There were no adverse health consequences, the patient was stable.